Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was in the emergency department and the pump was showing high pressure error on two pumps. It was unknown if patient was admitted to hospital from emergency department. This was a continuous infusion. Set flow rate and volume delivered are unknown. Unknown position of the pump when error occurred. Reported product fault occurred while in use with patient. Adverse patient effects and any details of treatment are unknown. Patient is life sustaining. Ongoing outcome of the event. No further information details were available.